Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years, 11 months due to severe mitral regurgitation and mitral stenosis caused by deterioration of the surgical valve. Per initial report, a leaflet of the surgical valve appeared to have flailed. The tmvr procedure was performed with a 26mm edwards transcatheter heart valve. The valve was deployed. Post implant, mitral regurgitation was reduced from severe to trace. The mean gradient following implantation was 2mmhg. There were no complications noted.